Event description:
It was reported that the patient artificial urinary sphincter (aus) pump was empty. The pump was most likely not filled or punctured during original surgery, and never activated the entire aus system was removed and replaced with a new one. No further issues were reported in relation to this event. The product was explanted and not expected to be returned. Should additional information be received, a supplemental report will be filed.